Event description:
It was reported that this inflatable penile prosthesis (ipp) was removed because it was not inflating and the pump stayed flat. The physician requested a new surgery for the patient. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually and microscopically examined, and functionally tested. No anomalies were found with the pump and one cylinder. The other cylinder had a hole most likely caused during removal of the component. Based on the information available and analysis results, the reported clinical observation of inflation issue and pump flat could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was removed because it was not inflating and the pump stayed flat. The physician requested a new surgery for the patient. There were no patient complications reported.